Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information found the patient underwent a revision surgery on (B)(6) 2020 where both leads were repositioned to resolve the issue.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-32327. It was reported the patient's leads have migrated. Surgical intervention may take place at a later date. Note: it is unknown which lead migrated, as such both leads are being reported.